Manufacturer narrative:
Zoll has not received the catheter in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the thermogard xp ivtm system sn (B)(4) was faulty. The staff reported that the saline bag was empty and it should never be. The staff is also aware that this fault has been reported as a safety notice in england. The console is currently not in use. The fluid loss is from either the catheter (lot #unknown) and/or the start-up kit (suk) (lot # unknown). No additional information is available. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided. Please see the following related MFR report: MFR #3010617000-2022-01869 for the thermogard xp ivtm system.